Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient comorbidities/concomitant medications? Were there any intra-operative complications? Was any deficiency or anomaly of the mesh? If yes, please describe it. When was the mesh exposure first noted by a physician? Mesh exposure diagnostic confirmation? Provide the date and surgical findings of mesh removal procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced vaginal exposure and underwent a mesh removal procedure. Additional information has been requested.